Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nephrectomy, as the renal vein was stapled, it was noted that the corners of the stapled vein were bleeding and there was an incomplete staple line centrally. The surgeon opened the patient and controlled the bleeding with sutures. The patient had a laparotomy instead of a minimally invasive procedure. There was an extended incision by more than 1 inch. There was a blood loss of 500cc or more and the surgical time was extended for 30 minutes or more. The patient was discharged the next morning.